Manufacturer narrative:
A 56 year old female with a history of previous pci, mi and hypercholesterolemia experienced a restenosis six months post cypher stent implantation. Initially, the patient was admitted with unstable angina and underwent an angiogram that revealed a lesion in her mid lad. This patient's gender, her aggressive cad and history put her at increased risk for mace. Pre procedural medications included asa and plavix; while intra procedural medications included asa, plavix, unfractionated heparin. The administration gpiibiiia and the performance or recording of acts was not reported. The lesion was described as 75% occluded, 2.5mm in diameter and 10mm in length. The lesion was not pre-dilated prior to the placement of a 2.50 x 13mm cypher stent at an unknown maximum inflation pressure. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent. A residual stenosis of 30% was reported. According to the IFU, the use of the cypher stent is contraindication in patients judged to have lesions that do not allow the complete inflation of an angioplasty balloon. The patient was discharged on medications that included asa and plavix. Six months after the index procedure, a repeat angiogram revealed restenosis in the previously implanted cypher stent. This was treated with cutting balloon and then CABG. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. There are patient and procedural factors that may have contributed to this event.

Event description:
The report from the database indicated that approximately six (6) months after the index procedure, during the follow-up period, the patient had restenosis of a previously implanted cypher stent. The restenosis was treated with a cutting balloon and coronary artery bypass graft (CABG) surgery. The index procedure was an elective case with the indication for the procedure being unstable angina. The target lesion was the mid-left anterior descending (lad) artery. The lesion was reported to be: 10mm in length, 2.5mm in diameter, a 75% stenosis, not a bifurcation/ostial lesion, and not totally occluded. The flow pre and post-procedure was timi 3. A cypher 2.5/13mm stent was deployed by direct stenting. The stent was post-dilated. The residual stenosis was 30%. Angiographic success was achieved for this lesion. There were no reported procedural complications. The product is not available for evaluation and testing upon receipt.